Manufacturer narrative:
The cot was returned to manufacturer for evaluation. A visual and functional evaluation was conducted by a quality engineer and it was determined the cot was functioning as intended with no observed malfunctions. It was confirmed the mattress being used did not have mattress clips; however, the mattress should still remain in position on the cot due to the sidearms, the restraints and the mattress stop at the foot end of the cot. Details of the activities occurring during the loading process were not provided; therefore, a determination of a contributing factor to the incident could not be identified.. The complainant did confirm the police were doing CPR on the patient prior to the arrival of the ems crew indicating the patient was in cardiac arrest prior to the reported incident. Instructions are provided in the IFU on proper technique in transferring a patient onto the cot.

Event description:
It was reported while loading a patient onto the cot, the mattress allegedly slid and the patient slid to the ground.. The patient was placed back onto the cot without further incident. The cot was approximately at mid thigh level when the patient was being loaded. It was stated the patient passed away; however, the patient's condition prior to the alleged incident was reported as traumatic cardiac arrest.

Event description:
It was reported while loading a patient onto the cot, the mattress allegedly slid and the patient slid to the ground. The patient was placed back onto the cot without further incident. The cot was approximately at mid thigh level when the patient was being loaded. It was stated the patient passed away; however, the patient's condition prior to the alleged incident was reported as traumatic cardiac arrest.